Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a video-assisted thoracic surgery (vats) lobectomy, while attempting to replace the reload during lung resection, the jaws of the reload were closed and tried to be unloaded however, the light blue lever could not be moved. It was stated that the reload was positioned neutrally, the jaws were closed and bent, and the adapter was reinserted, but reload still could not be unloaded. Force reset was performed, then the device did not operate. The adapter was removed and the manual retraction tool was used, but jaws of the reload remained closed. Another device was used to complete the case. There was no patient injury.